Event description:
It was reported that the pump low blood glucose (bg) alert was not audible; the pump would vibrate when the low bg alert occurred. Customer changed the alert settings and restarted the pump; however, the issue reoccurred. There were no issues with other pump alerts. Customer's bg was displayed on pump as "low" (value was not provided); cause was not known and customer treated low bg with dextrose. Reportedly, customer resumed pump therapy. Additional information was requested by the customer to confirm the allegation; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.